Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic inguinal hernia repair, the device was inserted into the preperitoneal space and the surgeon tried to inflate balloon but it would not inflate. The balloon had a hole. Another device was used to complete the case. There was no patient injury.